Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a patient experienced allergic reaction to nontemplate aligner arch. - suresmile aligners.

Manufacturer narrative:
DHR: we reviewed the DHR for this (B)(6) / patient ID#(B)(6) / site ID#(B)(4), qty. (B)(4) items assy-500011 (aligners) were packaged by the second shift by auto bag-and-box operation on (B)(6) 2025, in manufacturing supercell sc3, equipment pua-06. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(6). · raw material: part-501019 / lot# 265601 / qty. Received = (B)(4) rolls, inspection date: (B)(6) 2025. The material was found acceptable for use in the suresmile product's manufacture. Return: we received the aligners for stages 1 to 14 from sales order (B)(6), patient ID (B)(6). The stage 1 aligners (u1 sn: (B)(6) and l1 sn: (B)(6)) arrived opened. We proceeded to inspect them and observed that the devices were dirty, apparently having been used by the customer. However, no defects or issues outside of specification were found in the devices. Photo investigation in the allergic reaction checklist, only symptoms are mentioned (runny nose, watery eyes, burning sensation on the tongue, nausea, hoarse voice, pain in the palate, hives on the cheeks). The patient reports allergies to some medications (meloxicam), but no other types of allergies are mentioned. According to the information provided, no product reaction tests were performed. No evidence was presented of the devices used during the patient¿s treatment, nor evidence of reactions to device components or materials used during the manufacturing process.